Event description:
Customer reported experiencing inaccurate erratic results with a surestep meter. The blood glucose results were 300, 289, 140 mg/dl. Tests were done within 10 minutes with a difference of 39%. Customer did not experience any adverse events. No further info has been reported.